Event description:
It appears that the suture process closed off the artery resulting in limited blood flow. Pt had decreased pulses and attempt to cross the stenosis with a balloon by the provider was unsuccessful. The pt was airlifted to another facility and a receiving vascular surgeon performed an endarterectomy and thrombectomy with success. Pt is stable post-operatively.